Event description:
It was reported that a 035/180 magic torque guidewire was noticed to have no radiopaque "gradation" on the wire.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 035/180 magic torque¿ guidewire was noticed to have no radiopaque "gradation" on the wire.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the distal end bent, as part of overall visual revision. Unit returned matches with upn provided by the customer. The entire length of the wire was examined and the returned device presented: the spring tip bent. Moreover, the coil was removed from the corewire, and the radiopaque marks were found; all the radiopaque marks were located correctly according with the drawing. Guidewire overall length: 179.8 cm approx. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).